Event description:
The facility reported a colleague infusion pump with the reported condition of "no mains ac icon displayed on the front panel- the customer has checked the external fuses and replaced one 1.6amp fuse and returned the device into use". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up medwatch will be submitted if any additional information about this event becomes available,

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not sent to baxter for device evaluation. However, the quality engineer has identified and confirmed the reported condition as a fuse issue. The customer repaired the device on-site, by replacing the fuse themselves and have reported that this corrected the reported condition. Should additional information become available, a follow-up medwatch will be submitted.